Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he saw her doctor who diagnosed her with a yeast or fungal infection and prescribed lotrimin powder to be applied using cavilon no sting spray. The end user stated the rash did get better, but keeps coming back. The end user was advised to contact her doctor and see if nystatin powder may be more effective. The end user was also advised to continue treatment for a week or two after rash has cleared. It was discussed with the end user that a patch test to check for tape sensitivity may be needed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4), 2014.

Event description:
An end user reported a red itchy rash mostly under taper border